Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock. The patient reported that a chest x-ray was performed, which revealed a lead fracture. Technical services (ts) contacted the physician, and the plan is to further evaluate whether lead replacement is necessary. No additional adverse patient effects were reported. This rv lead remains in service.